Manufacturer narrative:
Date of event: within the last 5 months. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed for a urostomy procedure. After placement, the operator attempted to remove the flexible stiffener over the wire but resistance was experienced and "the catheter (began) even to elongate." The stiffener seemed to "catch at the distal tip of the catheter." The operator eventually was able to remove the stiffener after several attempts with an extra wire. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional ec method code: testing of model variant (4104). Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, cook received a complaint for a similar product experiencing the same failure mode captured in medwatch report #1820334-2019-01687. The physical examination of the complaint device in the similar complaint found the flexible stiffener was lodged within the catheter, with multiple kinks noted on the stiffener. Dimensional analysis found that the stiffener and catheter were manufactured within specification. The investigation captured in medwatch report #1820334-2019-01687 concluded that the event was due to a component failure without manufacturing or design issue. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution and the risks associated with these devices are acceptable when weighed against the benefits. All tested devices met the acceptance criterion for insertion and removal of the flexible stiffener into and from the catheter. The device history record (DHR) for the reported lot and applicable subassemblies revealed no nonconformances relevant to the reported failure mode. A database search revealed no other complaints have been reported for the device lot. From this information, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. Based on the information provided, no inspection of returned product and the results of the investigation, it was concluded that a component failure without a manufacturing or design defect contributed to this incident. It¿s possible that the catheter wasn¿t flushed prior to inserting the flexible stiffener, causing biomatter to cause resistance while removing the stiffener, but at this time this cannot be confirmed. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.